Manufacturer narrative:
Final analysis found normal lead characteristics. No anomalies were noted.

Event description:
It was reported that during the implant procedure, the left ventricular lead dislodged. The lead was not implanted and a new lead was used. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4): device evaluation anticipated, but not yet begun.